Manufacturer narrative:
This model is not sold in the united states, therefore 510(k) is not applicable. We do have similar model ec38-i10cl-us available in the united states under 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2021 for "foggy image" that occurred in the operating room, prior to use in the apac region involving pentax medical video colonoscope, model ec38-i10cm, serial number (B)(4). The endoscope has since been inspected and repaired by replacing the cmos (complementary metal-oxide-semiconductor) imaging chip on (B)(6) 2021. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.